Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose reached 446 mg/dl. The customer has reverted to a back-up plan to treat for their high blood glucose. Troubleshooting found the customer's insulin pump was functional. It was also found the customer had a crack on their display. Customer's cannula was not bent upon removal of their infusion set. The customer's insulin pump will be replaced. No additional information provided.